Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
Patient received a second course of antibiotics on (B)(6) 2014, the report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.